Event description:
When using the aptima cmv quant assay we are repeatedly getting an ml2 error which reduces our ability to continue quantitative cmv assay on the hologic panther fusion platform. When this problem occurs with a particular patient sample several other samples that have been placed on the instrument also fail leading to recollection of plasma specimens and delay of cmv results by several days. This is of significant consequence to transplant recipients that are undergoing serial cmv monitoring. We have reached out to the vendor and while they are working on a solution we have been dealing with this problem since (B)(6) 2023.